Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was rising, and pacing capture threshold in the rv (right ventricle) was elevated. Analyst commented, between 25-july-2015 and 10-september-2016, rv capture threshold measured greater than 2.5 volts. Between (B)(6) 2015 and (B)(6) 2016, rv pacing impedance rose from 700 ohms to 1411 ohms.

Event description:
It was reported that during use the right ventricular (rv) pace/sense lead exhibited high and persistent impedance increase and rising thresholds. The rv lead remains in use and patient to be monitored during follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.